Manufacturer narrative:
The field service representative (fsr) performed extensive troubleshooting and replaced multiple parts to resolve the issue. No additional discrepant result issues have been reported since the service activity was completed. Part number c-35016364-04 degasser assy was determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify an increase in complaints as related to the current complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or degasser assembly was identified. Complete information for section a1 patient identifier is sid's (B)(6).

Event description:
The customer observed falsely elevated co2 patient results on the alinity c processing module, serial number (B)(6). The samples were repeated on another analyzer with lower results. The following data was provided: sid org result/repeat result in mmol/l (B)(6). Customer's reference range is 21-29 meq/l (mmol/l) there was no impact to patient management reported.